Event description:
Voluntary medwatch received states that the patient presented with infection and was treated with antibiotics. The left ventricular lead was explanted. There were no patient consequences.